Event description:
It was reported that the hydrogel catheter was missing from the packaging.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿complications, do not reuse. Warning: if discomfort or any sign of trauma occurs, discontinue use immediately and consult your healthcare practitioner. ¿ all-in-one, single-use hydrophilic-coated silicone intermittent catheter ¿ nelaton tip ¿ optional no-touch insertion technique ¿ sterile water inside foil packet ¿ 4 eyelets for drainage ¿ funnel end with uncoated grip area ¿ not made with natural rubber latex this intermittent catheter is a flexible tubular device that is inserted through the urethra by male, female and paediatric patients who need it to drain urine from the bladder. Precaution: please consult your healthcare practitioner before using this product if any of the following conditions are present: ¿ severed urethra ¿ unexplained urethral bleeding ¿ pronounced stricture" h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the hydrogel catheter was missing from the packaging.